Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure the fiber tip came off . A second fiber was utilized to complete the procedure. The patient was reported to be stable. No further information is available.

Manufacturer narrative:
Analysis of the returned device confirmed that the fiber tip was detached, it was not returned with the remainder of the device. The glass cap exhibits severe devitrification at the output window and the fiber can rotate independently within the outer flow tubing. The outer flow tubing open end exhibits minor scratch marks and there is mild contamination most probably due to biological material. Based on the investigation, the most probable cause is operational context due to heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency.

Event description:
It was reported that after 166 joules and 80 minutes of use the fiber tip broke. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber with no clinical consequence to the patient.